Event description:
A malfunction alarm was reported by the customer, identified as malf 12. It was unclear whether there was any adverse impact on the customer's blood glucose level, as the customer declined to provide specific details. Technical support assisted the customer with resetting the pump, following which the malfunction did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue happened again.